Manufacturer narrative:
Below updates were performed based on additional information provided on may 15, 2024: 1. Alert date was updated from 5/2/2024 to 5/1/2024. 2. Dpo was updated from unk to (B)(6) 2024. 3. For both ips, date of implantation updated from blank to (B)(6) 2016. 4. (B)(4): (left) from unk_gel implants to cat 3506001bc sn (B)(6). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 28, 2024, patient experienced bilateral ptosis and bilateral capsular contracture grade IV. The patient also underwent bilateral mastopexy. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2024, mentor became aware that follow up: (2) mistakenly reported the following in section h10, additional information received on may 28, 2024 which should have been correction, and the information was missed from follow up: (1). Therefore, follow up (2 ) awareness date should be the date the device was received which is june 28, 2024, and submission due date is july 28, 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown silicone prosthesis experienced bilateral capsular contracture grade iii postoperative. The issue was diagnosed through patient symptoms. As a result, patient underwent capsulectomy, and bilateral replacements as follow: l/ sn; (B)(6), r/ sn: (B)(6) on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 28, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).